Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s ins recharger (insr) connects, but then starts to lose a signal. It was noted that the patient still had stitches and the site was still healing at the time of this report. It was also reported that the ins never seemed to get fully charged. Adhesive discs were sent to the patient to help with maintaining signal and patient was advised to charge longer to reach fully charged status. No further complications were reported.